Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Based on a review of applicable information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. Three photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed a guidewire partially inserted in the protective, plastic hoop contained in a plastic bag. The guidewire was unraveled, indicating the core wire was broken; however, a portion of one end of the guidewire was observed to not be unraveled. What appears to be use residue was observed on the sample in the returned photographs. No other details of the damage could be seen in the returned photographs. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "one kit: the hospital revealed that when using the bard catheter (model: 5593200; batch: refu1757), the tip of the needle tubing was found twisted. The use of the consumable was unable to be continued. The reported consumable was stained with blood and the sample can¿t be mailed back."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported "one kit: the hospital revealed that when using the bard catheter (model: 5593200; batch: refu1757), the tip of the needle tubing was found twisted. The use of the consumable was unable to be continued. The reported consumable was stained with blood and the sample can¿t be mailed back."